Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. Cracks to the display, battery tube threads, reservoir tube, reservoir tube lip and a scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process as well the device was stuck in the prime loop. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.